Event description:
It was reported by the patient that they had to have a defective lead replaced. It was also reported that the left ventricular lead had dislodged and there was no capture. The patient also reported that they had lost a lot of weight. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.